Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were only 4 coupling bars during recharging. It was confirmed that the implantable neurostimulator (ins) was not flipped. Limited coupling was also found when using another recharger, so issues with the recharger were excluded. It was determined that the ins was too deep. The pt underwent a pocket revision. The rechargeable ins was replaced with a non-rechargeable device.